Event description:
It was reported by service report that the foot-end was stuck in trend at 12 degrees and would not go down, and the communication cord was missing. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: foot-end was stuck in trend due to a damaged sensor coil cord. Communication cord was missing.